Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that after drilling the center hole for an anatomic, the scrub nurse was swapping the center drill out for the starter reamer when the collar mechanism came off. We removed the spring and collar and were able to complete the rest of the procedure by manually inserting reamers/peripheral drill. However, had to manually retrieve all reamers/drill tips with kochers as with the collar/spring mechanism removed the instruments were no longer held in the tri drive.

Manufacturer narrative:
Section h10: (h3) per capa2019-44, the disassembled tri-drive handle reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the modular cannulated tri-drive shaft becoming deformed as a result of holding the sleeve stationary while reaming. (H6) evaluation codes: 2199, 1069.